Event description:
Allegedly, the patient was revised due to dislocation and poly might have worn out.

Manufacturer narrative:
This is the same event as 3010536692-2015-00531, -00533, -00534. This report will be updated when investigation is complete. Trends will be evaluated.